Event description:
It was reported that portions of a needle-tipped cautery pencil were not properly insulated and had missing parts. This caused burns to the mouth of a patient. The procedure was completed and bacitracin ointment was applied to the patient's burns before transferring to the pacu.

Manufacturer narrative:
It was reported that portions of a needle-tipped cautery pencil were not properly insulated and had missing parts. This caused burns to the mouth of a patient. The procedure was completed and bacitracin ointment was applied to the patient's burns before transferring to the pacu. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.